Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended bent and damaged. X-ray examination confirmed the helix was bent / damaged and noted the inner coil at the connector region was over torqued. The cause of the reported event was isolated to the helix bent / damaged and the inner coil over torqued at the connector region which consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the patient presented for implant. It was noted that the right ventricular (rv) lead was placed in the apex, but good parameters could not be obtained. Repositioning attempts were performed but similar results were obtained. After some time, the rv lead could not be retracted. The rv lead was exchanged.